Event description:
The customer reported the system would not power on. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The reported issue is currently under investigation.